Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor, spindle housing, and top bearing on the driveshaft. Those parts were each replaced along with the nose cone, bearing stop, and other components. Service did a clean, lube, and adjust to the device, and will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating at the account. It is unknown if the event occurred during a procedure or not. There were no adverse consequences reported as a result of this event.